Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with physioneal 40 therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with physioneal was not reported. On (B)(6) 2008, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, which resulted in hospitalization that same day. The peritonitis was without septicaemia. The primary contributing factor to the event was unknown. On (B)(6) 2008, empiric treatment with ip cefazolin and ip vancomycin (doses and frequencies not reported) was started. On (B)(6) 2008, treatment with cefazolin and vancomycin ended. On (B)(6) 2008, the subject was discharged from the hospital. On an unreported date the subject recovered. (B)(4).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.